Event description:
The customer reported being hospitalized earlier in the year for high blood glucose. The blood glucose readings at the time of the call was 244 mg/dl at time of the call. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.